Manufacturer narrative:
According to the reporter, the syringe used for hand injection was not secure on the three way tap despite attempts to tighten it. The reporter stated that the hand injection kit was replaced during setup at the beginning of the procedure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the reporter, the syringe used for hand injection was not secure on the three way tap despite attempts to tighten it. The reporter stated that the hand injection kit was replaced during setup at the beginning of the procedure.